Event description:
This case was reported by a consumer and described the occurrence of osteomalacia in a patient (age and gender unspecified) who received breathe right nasal strips (breathe right clear regular) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started treatment with breathe right nasal strips (topical) at an unknown dosing regimen. The patient removed breathe right after awakening. Subsequently, the patient experienced nasal flaring and osteomalacia (the part of the nose breathe right has been applied to remained flared and the bone became soft). At the time of reporting, the events were unresolved. The manufacturer's report number for this case is 3004486989-2012-00009. Breathe right nasal strips are manufactured in (B)(4), in the united states and neither the product nor lot number for this product is available. (B)(4).